Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was broken at the point where it exits the tip of the lead. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test also passed without issue, indicating no blockage of the lumen. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position the lead caused the helix to break. This supplemental correction report was created to capture update on bsc aware date.

Event description:
It was reported that this brady was not successfully implanted at the left bundle branch due to septum was very fibrotic and difficult to penetrate in the initial right ventricular (rv) catheter position and the helix became embedded in the septum and broke off from the lead. The helix fragment remained embedded in the deep septum. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Visual inspection revealed that the helix was broken at the point where it exits the tip of the lead. High magnification microscopic analysis of the broken helix surface showed characteristics consistent with torsional overload. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A stylet insertion test also passed without issue, indicating no blockage of the lumen. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to position the lead caused the helix to break.

Event description:
It was reported that this brady was not successfully implanted at the left bundle branch due to septum was very fibrotic and difficult to penetrate in the initial right ventricular (rv) catheter position and the helix became embedded in the septum and broke off from the lead. The helix fragment remained embedded in the deep septum. A new lead was implanted. No adverse patient effects were reported.